Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reiterating that the patient was feeling the shocking sensation on the right side after the battery was replaced in april. It is intermittent and not corresponding to a specific action. They state they ran an impedance test with different arm and neck position and was not able to find any changes. They tried palpating the ins and extension connection point, could not replicate the issue or generate any impedance issue. They state they had a high voltage setting so they reduced the amplitude from 4.7 with the minimal level before the patient's tremor symptom would return. They state the medical doctor changed the configuration and the patient is continuously feeling the shocking sensation. The cause could not be determined. They state the 4.7 voltage has seemed to have corrected the issue. The issue is reported to be resolved. This information was confirmed with the physician.

Manufacturer narrative:
Other applicable components are: product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Refer to manufacturer report #3004209178-2019-07774 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the patient was feeling a shocking sensation periodically on their right side. They would happen randomly and last for just a few seconds. They were not due to any action taken by the patient and were not able to force the sensation to happen. There was no known cause. An impedances check was done and all were within normal range. The patient was asked to turn their head, twist, raise and lower their arm in several ways, but none of those caused the shocking. The voltage was reduced for the left stn hoping to stop the sensation, and as far as the rep knew it did not work. The issue wasn¿t resolved. The rep called patient services later and reiterated much of the same information. They said the patient was getting random shocking sensations on their right arm, neck, and sometimes would clench their teeth. No specific time, location, activity that would cause shocking sensation. The rep said they turned the patient¿s head, pushed on the ins, and still no impedance issues. The patient had a bit of tremors, but they were tolerable, and stimulation was reduced to 4.7v. It was discussed to write down what is happening to try to establish a pattern. There were no further complications reported.